Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer fell on the pump. Customer confirmed pump display turned on when plugged into a power source. Additionally it was reported that the pump touchscreen display was difficult to see. Customer¿s blood glucose was 179 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.